Event description:
The customer reported the hard drive needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. No report on repair status of this system. This MDR is related to ge healthcare complaint.